Event description:
The pt was implanted approximately two months ago with an implantable pneumatic lvad. In 2003. The hosp notified the manufacturer that the lvad drive console (unit just had its 60 million cycle preventive maintenance) is making a clunking noise every fourth beat and appears to be losing volume and skipping a beat. The pt was switched to a back-up console without incident.